Manufacturer narrative:
Device evaluation summary: the field service engineer identified the dc-dc converter issue as a failure out of box and replaced the part. The ventilator passed all testing per manufacturer specifications and was returned to the customer. The dc-dc converter printed circuit board (pcb) was returned to medtronic for further analysis. A visual inspection of the returned part was conducted and no anomalies were observed. The pcb was then attached to the failure investigation test ventilator for analysis. The unit was powered up. The unit failed to power up normally and there was a slight smell of over heating coming from the returned pcb. Conclusion: root cause assigned c83 electronic component failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during servicing, a 980 ventilator failed a power on self test (post) with a dc (direct current)- dc converter failure out of box. The ventilator was not in use on a patient at the time of the reported event.